Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of catheter damage, as the result of needle puncture damage, was confirmed; however, the root cause could not be determined due to the sample condition. Four photographs and one 24g insyte autoguard IV catheter were provided for investigation. A v-shaped breach was shown in a photograph and was identified in the returned catheter tubing near the tip, which was consistent with needle puncture damage. The needle was received fully retracted within the shield. As the device had been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported that bd insyte autoguard has a hole in the catheter. The following information was provided by the initial reporter, translated from japanese to english: it was reported that there is a cavity in the inner diameter of the catheter part.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.